Event description:
It was reported that the colonovideoscope displayed a scope communication error b30, and the image was not visible. The event occurred during inspection prior to use. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: air/water cylinder had foreign objects, and foreign objects were present in the air/water tube. Adhesive around light guide lens was chipped. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause for the malfunction was traced to component failure. However, olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. The most probable cause of malfunction identified during the device evaluation could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.